Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 402mg/dl. The customer treated the highs with the pump. The customer needed assistance with how much insulin they would need to attribute for food they were about to eat. The customer was assisted and advised to monitor the device. The customer declined to troubleshoot at this time.